Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed. (B)(4).